Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has intermittent 12 lead waveforms and there is a dashed line on the display. There was no reported patient involvement.

Manufacturer narrative:
.